Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that follow up revealed, the patient received inappropriate therapy from t-wave oversensing due to small r waves. It was also noted that the patient has not been to follow up for six years. The device was found to be at eri and explanted. At explant, the physician had difficulty removing the chronic lead from the device header.

Manufacturer narrative:
The reported field event of difficulty removing the lead was confirmed in the laboratory and was caused by silicone, septum material found inside of both the vring and vtip set screw hex cavities. The septum material prevented full insertion of the torque driver in the hex cavities and resulted in the reported lead removal difficulties. The reported field event of inappropriate therapy due to t-wave oversensing was due to small r-waves. The device was tested on the bench and sensing function was normal.